Event description:
It was reported that t:slim x2 pump battery would not charge beyond 20 percent and that pump eventually shut down, making it unable to be turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable did not resolve the issue. Technical support instructed customer to plug pump into charging cable again using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes. No charging connection was recognized. Cts will replace pump.